Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was not confirmed. Method and results: device evaluation and results: the reported fractured component was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: a complaint history review confirmed two other similar events for the reported lot. Trending is being performed. Conclusions: the exact cause of the event could not be determined with the available information. Return of the reported device for evaluation is required to complete the investigation for determining the root cause.

Event description:
It was reported that when trying to put the im plug onto the plug inserter it allegedly crumbled into pieces. The customer reported that the plug was not inserted into the patient. Additional clarification indicated that in both cases the device wasn't in the surgical field and both related to the same surgery. The first im plug was opened and allegedly crumbled. A second stryker device was opened which also crumbled. The case was completed successfully using a different device from another manufacturer. The surgeon is experienced with the use of these products and allegedly no excessive force was applied.

Event description:
It was reported that when trying to put the im plug onto the plug inserter, it allegedly crumbled into pieces. The customer reported that the plug was not inserted into the patient. Additional clarification indicated that in both cases the device wasn't in the surgical field and both related to the same surgery. The first im plug was opened and allegedly crumbled. A second stryker device was opened which also crumbled. The case was completed successfully using a different device from another manufacturer. The surgeon is experienced with the use of these products and allegedly no excessive force was applied.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.